Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found residue throughout the gear-train.

Event description:
It was reported that there was a volume discrepancy and the pump was subsequently replaced. The reporter stated that the pump was full of drug when the patient went for a refill. The expected residual volume (erv) was 2ml and the actual residual volume (arv) was 18ml. At the time of the volume discrepancy, the pump was not showing low battery alarm, however when interrogated prior to replacement, it was. The healthcare provider (hcp) programmed the pump to stopped mode and scheduled for pump replacement. The patient was given oral medications to prevent any symptoms. The pump was replaced on (B)(6) 2012. There were no patient symptoms/injuries related to this event. The patient status was reported as "alive- no injury/no adverse event." The medications in the pump were infumorph, clonidine, and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Additional information: the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.